Event description:
It was reported that the initial drug morphine infused via the pump was ineffective and was changed to dilaudid which was "somewhat effective" and later it was changed to prialt. Following this pt had symptoms of itching, "smelled like eggs frying. Terrible,... Almost like I was crazy". The medication was changed to dilaudid and later bupivicaine was added as well. On (B)(6) 2011, symptoms of redness over and around perimeter of pump that started approx 2 months ago, unrelated to refill were reported. It was stated that it felt as if the pump was "punching out of the skin". On (B)(6) 2011, infection over pump per physician was reported. It could have resulted from needle sticks from a refill but source of infection was unable to be determined. On (B)(6) 2011, the pt was suggested pump removal due to infection. He was placed on sulfa drugs and the status was: "it is better but still infected". Pt had three more days of sulfa drugs and refill was scheduled on (B)(6) 2011. It was also noted that the physician would be seeing the pt prior to refill to determine final outcome/resolution. On (B)(6) 2011, pt experienced puffiness below the pump, which was since implant and was concerned if the pump was leaking". A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).